Event description:
It was reported that the patient presented to the hospital for right atrial (ra) lead revision. There was high capture threshold resulting in loss of capture and p-wave sensing dropped resulting in undersensing. Ra lead dislodgment was confirmed via diagnostic imaging. The physician elected to explant and replace the ra lead. The patient condition was stable.